Event description:
On 3/8/2023, an email inquiry from the deep blue website from a bh asking for the deep blue phone number so he could file an adverse event. Additionally, on the same day mr. Perry, deep blue's ceo contacted dr. Saxe. Dr. Saxe confirmed that bh is a patient of his. He stated that bh had redness and itchiness on his skin over a large part of his abdomen. He mentioned the patient had no pain, only itchiness of the skin. He mentioned the patient was healing well from the surgery and did not have any issues with infection or surgical healing that he could tell. He wondered if it was an allergic reaction to polypropylene. He was going to follow-up on the patient and see how it progressed.

Manufacturer narrative:
After further investigation including review of manufacturing records and interviews with the patient and their doctor, it was determined to be a streptococcus infection at the site of the incision. The patient's medication was changed and as of a follow up with the doctor on (B)(6) 2023, the doctor stated that the patient is responding very well to the antibiotics. He further stated that he did not believe the infection was due to any mesh allergy or other mesh issue, and that it will resolve completely with the antibiotics.